Event description:
It was reported that while seating the supra patellar tibial nail for final fitting, the driving cap sheared off and broke away from the driving handle. No patient harm, no time delay. Clean shearing, no fragments. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the driving cap is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system (technique guide j10459-c). The device was returned and reported to have broken during surgery. This condition is confirmed; the returned device was received in two pieces. The threaded distal tip has been sheared off leaving a homogenous fracture surface. The balance of the device shows numerous hammer marks along the proximal end. It is likely that an off-angle hammer strike introduced shear force into the system and caused the threaded distal tip to break away from the device. Drawing number se_369219 rev. A was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that an off-angle hammer strike led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.